Manufacturer narrative:
Unit had broken belt clip rail. Unit had cracked case battery side and cracked battery tube threads. During inspection found electronic stack, motor and force sensor corroded.

Event description:
It was reported that the insulin pump was damaged. Customer's blood glucose was unknown at the time of the incident. It was stated that the reservoir compartment does not show signs of damage. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instructions. The insulin pump will be returned for analysis.